Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used for hemostasis of a bleeding ulcer in the duodenum. According to the complainant, the physician put the injection gold probe through the endoscope, and extended the needle out of the catheter. The needle came out, and they could inject into the ulcer. However, they were unable to pull the needle inside the catheter after injection. They tried to straighten the scope in order to make it easier, but this did not work. They pushed and pulled the handle several times, but the needle was stuck. In the end, they had to pull the catheter out of the scope with the needle outside the catheter and therefore made a hole in the working channel. The procedure was able to be completed with this injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.